Event description:
Customer reports, post repair with sling. Problems started immediately. 10 days post op, she developed a fever 103.5 and was treated for a uti. In 2006 - ER visit with renal colic, it was thought that she passed kidney stone. Day of surgery, labs reveal subclinical hypothyroidism. Three days later - put back in hospital after appt with urologist. The next day - cysto - ureter obstr right side. Right ureteral stent placed, had for 4 weeks. In late 2009 - stent removed. Pt continued to have problems. Nine days later - pt taken to hospital by ambulance. Dx: uti, severe nausea, projectile vomiting, severe diarrhea, severe pelvic pain & weight loss. Pt was sent home with dx of uti. Pt suspects it was an exacerbation of thyroid and secondary to underlying pain. One week later, pt saw gyn. Pt informed him of her problems and he said, he would follow up with her in 6 months. One week later, pt saw urologist who could not help her. Problems continued. Hyperthyroidism worsened during this time due to symptoms. Pt started seeing psychiatrist in early 2008, due to symptoms. Pt started taking antidepressants. Two months later, radioactive iodine treatment for exacerbation of hyperthyroidism. Problems continued. Pt went back to work in o.r. Barely able to function. Pt was taking antidepressants and valium for bladder spasms and eating 12 motrin a day for pain. Pt was now seeing urologist every other week. Urologist thought it was hormones. Pt started seeing new doctor. Pt received treatment for possible interstitial cystitis in 2009. Pt became suicidal at this time. Approx 2 weeks later, pt felt the ridge of sling extruding through right side of vaginal wall. Sex became painful at this point. Pt could not kegel because she was too weak. Pt was suffering from severe hypothyroidism, and extreme depression, due to her condition. In 2008 - pt was diagnosed with acquired hypothyroidism. She developed severe tinnitus and continues to suffer with this condition 24/7. This may be due to ptsd. In 2007 - dr(third) performed sling removal/revision. Pt diagnosed with bladder hydro distention - ic was confirmed at this time. Two weeks later, the incision felt funny. Two months later - revision of sling again and vaginal incision repair. Pt says incision felt funny again, like it was opening. M.d. Said, he had never seen anything like this. Approx two months later - sling revision / removal and vaginal incision repair and laparoscopy performed. Deep in floor of pelvis wasn't healing properly. Urethral pain throughout. At this time pt is doing better, urinating almost normally. Right side pelvic pain felt like a corn cob was inside of her. Diagnosis is pelvic functional disorder. Continuing treatment for ic with bladder irrigation. In early 2008, pelvic p.t. Not covered by insurance. Pt goes to p.t. Twice a week for 6 months. Approx five months later - botox to vaginal incision repair under anesthesia and p.t. To pelvic floor. Pt still suffers from right side pelvic pain. Pt sent to dr(fourth) 2008 on 3 separate occasions for injections to right vaginal wall, not under anesthesia. Pt restarted pelvic p.t. In early 2009. Problems are chronic. Pt is on disability and cannot work. Pt is taking 3 percocet a day for pain. Pt lost her job in 2007, due to illness. In early 2008, pt seeing licensed mental health counselor. Diagnosis: depression, ptsd, health and work related.